Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative rereview of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.

Event description:
Customer reported that their leadcare ii analyzer would not power on. Customer indicated that the ac adapter used was not the leadcare ac adapter provided by the manufacturer as part of the analyzer's kit. While troubleshooting, customer noted that the batteries were working powering up the analyzer but the analyzer's display showed black and the analyzer felt hot to the touch. Although the analyzer did not become hot enough to harm the user, overheating could potentially cause harm with a sufficient increase in temperature. This complaint is being reported in an abundance of caution.